Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported being lightheaded and dizzy when standing. Upon interrogation it was noted that the right ventricular (rv) lead exhibited variable shock impedance measurements from 0 to greater than 200 ohms in all configurations. The rv pacing impedance also varied from 600 to 1900 ohms. Oversensing of noise was observed on the rate sense channel with pacing inhibition, however there was no asystole greater than two seconds. The noise was only able to be reproduced when the patient scratched her shoulder, but was not reproduced with other isometrics, positional changes or pocket manipulation. A lead fracture was suspected. Boston scientific technical services (ts) was consulted and discussed possibly performing non-invasive programmed stimulation (nips) and obtaining an x-ray. A revision procedure was performed where when the lead was connected to the pacing system analyzer (psa) no pacing inhibition was observed, but when connected to the device pacing inhibition was seen. Subsequently the shocking portion of the rv lead was surgically abandoned. The pace sense portion of the lead remains in service with the new device. The defibrillator was also explanted as the patient was down-graded to a pacemaker system. No additional adverse patient effects were reported.